Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc ctr, the svc tech reported the front cover was broken where the screw and the mounting chassis connect. The device was originally returned for an 06 error message. Since the event occurred during routine testing at the svc ctr, there was no pt involvement during this event.